Event description:
The hospital reported that the catheter was broken when trying to open the stent. There were no patient complications for this embolization procedure.

Manufacturer narrative:
The device in question has not been evaluated because it has not yet been returned to boston scientific. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned and further significant information is found, a supplemental report will follow.